Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver initialized without a manual restart. No additional event or patient information is available. No product or data were provided for evaluation. The complaint confirmation of the receiver initializing without manual restart could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Additional information please disregard the information in report number 3004753838-2017-111872, upon further review it was clarified that the patient experienced the receiver being stuck on the initialization screen which is classified as nonreportable.